Event description:
It was reported that a dexcom g7 sensor failed to pair with the ilet system, resulting in the user applying a second new sensor and reattempting pairing after re-entering the sensor code and waiting as instructed. Symptoms included no reported clinical symptoms. Outcomes included no reported impact to health or medical intervention. Investigation included troubleshooting and user education performed remotely by support, including review of alarm history and guided code re-entry. Investigation of this case revealed that the responsible device could not be identified, and no device alerts were present during the pairing attempts. It was concluded that the event involved a pairing failure without identified device malfunction and without clinical consequence.